Event description:
This patient underwent a decompression surgery to repair a lateral recess stenosis at l4-l5 in which adcon gel was used. A dural tear was identified and repaired during surgery. The pt suffered headaches, bilatral buttocks pain and wound swelling at day 1 post-surgery. A MRI revealed a pseudomeningocele. The pt underwent reoperation where the wound was re-explored and a dural tear was repaired. The pt recovered without sequele.